Event description:
New information received states that the device was explanted and replaced successfully without any complications. The patient was stable before, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in an emergency room after receiving a vibratory alert. Upon interrogation, battery performance alert (bpa) was noted. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable before and after the check.